Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0160991. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification noted that did not pertain to the complaint. There was one (1) notification noted out of spec shield pull. H3 other text : see h.10.

Event description:
It was reported that a syringe 0.3ml 8mm 90 bx 450 mo separated from the hub during use. The following was reported by the initial reporter: "it was reported that needle hub separated inside the shield. Verbatim: consumer reported that the needle hub separated and is stuck inside of the shield."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a syringe 0.3ml 8mm 90 bx 450 mo separated from the hub during use. The following was reported by the initial reporter: "it was reported that needle hub separated inside the shield. Verbatim: consumer reported that the needle hub separated and is stuck inside of the shield."